Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to aea damaged/friction issues. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a davinci assisted simple prostatectomy surgical procedure, the endoscope plus 30 degree was observed with no mechanical problem. The surgeon could not rotate the image on the surgeon side console (ssc) console 180°, sometimes only 90° and it appeared mirror inverted. The site restarted the system after the operation and tried everything again, the problem was the same. The procedure was completed with no report of patient harm, adverse outcome or injury. The procedure was delayed less than 15 minutes due to this issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved with unintuitive movements, movement endoscope and instruments were mirror inverted. The endoscope did not move freely and with uncontrolled movements. The procedure was completed using reserve endoscope, otherwise would have had to convert. The patient was not injured due to the problem with the endoscope.